Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 16f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, there was no resistance when inserting the device; however, after removing the plunger and closing the foot-plate, there was difficulty removing the device from the anatomy. The device was re-advanced and able to be removed from the anatomy; however, resistance was noted during removal. After the device was removed from the anatomy, it was noted that although the lever was fully closed, the foot-plate was not completely retracted. The suture was intentionally cut and the sutures of two new prostyle devices were successfully pre-placed. The tevar procedure was completed using the same 16f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 clarifier- against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot could not be confirmed as the foot was successfully deployed and retracted during returned device analysis. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the device pulled against resistance was circumstantial due to the difficulties experienced and would not have directly contributed to the reported difficult closing the foot or difficulty removing the device. A conclusive cause for the reported difficulties could not be determined. The cut portion of the suture was returned with the knot and loop were properly formed and remained in the suture bearing. This observation may suggest that the suture was tangled or caught in the foot such that contributed to the reported difficulty closing the foot and subsequent difficulty removing the device. The suture caught in the foot may have subsequently contributed to the formed suture loop not releasing from the suture bearing and coning out formed with the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.